Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump excessively alarmed no delivery and motor error. Customer's blood glucose levels were not included in the report. Customer was unable to troubleshoot due to motor error. Advised customer to do a complete set change as soon as possible. Nothing further reported.